Event description:
It was reported that patient's implantable cardioverter defibrillator went into backup mode due to inappropriate hardware reset. Loss of defibrillation therapy noted due to hardware reset. The device was explanted and replaced. The patient was stable.